Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the device would not securely hold the needle. The needle fell out of the device. Patient was not harmed.

Manufacturer narrative:
(B)(4).